Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Infection was previously reported under MFR#: 2916596-2022-10809. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the emergency room due to abdominal pain with radiation to their shoulder and admitted on (B)(6) 2022. A computed tomography showed that the patient had a grade 4 inferior splenic laceration injury with active contrast extravasation, large perisplenic hematoma and small volume hemoperitoneum requiring a trans-radial splenic artery embolization. They were given packed red blood cells due to post-operative anemia and their coumadin and study drug were held. Vitamin k and fresh frozen plasma were also administered. During this admission, it was discovered that the patient had methicillin-resistant staphylococcus aureus and the patient's medication was switched from cefazolin (ancef) to nafcillin (unipen) then to vancomycin and ceftaroline. The antibiotics were administered through a peripherally inserted central catheter (PICC) line until on (B)(6) 2022 and the patient was switched to oral antibiotics. The patient was discharged on (B)(6) 2022.